Event description:
Device was interrogated, it was then noted pt had the same problems as before, which was a long charge time. It was down to 5.89. The initial charge time was 22 sec. The 2nd charge time was 17 sec. The pt has had a long charge time before. Consultation with the co recommended to do capacity recharge time monthly. Two weeks later he still had long charge time with syncope with ventricular fibrillation.